Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22apr2020.

Event description:
It was reported that while in use the ventilator screen locked and could only power off when unplugged battery and alternate current (ac) power. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support. The customer reported that the unit powers on and shuts down with battery alone and ac alone. The customer advised that there were no significant errors in the ventilator diagnostic error logs. The customer was advised to perform a performance verification test (pvt) to attempt to duplicate the reported event. The customer reported that the reported issue could not be duplicated and the unit passed pvt testing. The unit was returned to use.

Manufacturer narrative:
B4: 06may2020. G4: 28apr2020. H10: additional information was received on the reported issue. The biomedical engineer (biomed) reported the touchscreen and toggle buttons were unresponsive in powering off the ventilator. The biomed stated that when the ventilator was received to the biomedical department it was not alarming and could not recall if the alarm functionality had failed or if the user initiated mute/ silenced the alarms. The senior biomedical engineer had to remove the battery without ac mains connected in order to shut down the device. The device was then rebooted, functionality testing was performed and all tests passed. The biomed reported that due to all tests passing the ventilator diagnostic logs were not exported from the ventilator. The biomed could not recall if there were any error codes in the ventilator diagnostic logs that associated with a manual system shutdown and then subsequently rebooting. The unit was then placed back into service with no further issues. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.